Manufacturer narrative:
Concomitant product: product ID neu_ascenda_cath, serial# unknown, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the allegation arose from a conversation with the healthcare professional (hcp) where there was "no patient per say" and the hcp was just "wondering". The hcp did not have a specific patient. The hcp felt that the new catheter was "more rigid" and wondered if "it could cause a tear that could not be seen and lead to a csf leak". It was noted that it was not the case that patients had dural tears. The hcp did not provide names of patients nor indicate that there were any.

Event description:
It was reported a healthcare professional (hcp) had experienced a cerebrospinal fluid (csf) leak. It was "theorized that since the stiffness of the catheter was so much greater than legacy catheters, it was attributing to dura tears as the patients became increasing mobile after implant.